Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on act button. No button error alarm during testing. No ramping numbers noted on the display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and was experiencing high and low blood glucose levels. The customer¿s blood glucose levels range from 39mg/dl up to 500mg/dl through out the day. Customer stated that the insulin pump alarmed button error and was not able to clear it, esc button is not responding. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.